Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed during the initial procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 medical device problem code: 3191 - unspecified/other with patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye) however it was removed during the same procedure. Reason for the iol removal was not provided. There was no incision enlargement, no patient injury, and no vitrectomy however a 10-0 nylon suture was required. A replacement iol was not implanted. Patient outcome post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.